Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device failed to display the correct instructional leds. Without correct visual prompts, a lay user would not receive visual instructions on how to properly use the device on a patient which could delay therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Heatsine evaluated the device and was able to verify the reported issue. This fault was attributed to a misaligned membrane tail within the j11 connector. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to display the correct instructional leds. Without correct visual prompts, a lay user would not receive visual instructions on how to properly use the device on a patient which could delay therapy.there was no patient use associated with the reported event.